Event description:
It was reported that after a knee replacement procedure, the drain broke beneath the skin when removing it. The pt underwent a revision procedure, the following day in order to remove the drain. To date the pt shows no sign of infection or any complications as a result of the revision surgery.

Manufacturer narrative:
The product was not available for investigation.